Manufacturer narrative:
Findings: pump was received with a compromised force sensor system error alarm during basic occlusion test due to protruded/loose drive support disk. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
No blood glucose levels reported. The customer reported a compromised force sensor system error from the insulin pump during prime. No additional information was provided.